Manufacturer narrative:
On 14-jul-2025, complained product will not be not available.

Event description:
Floss action head fell off while brushing: oral-b refills [device breakage]. Case narrative: consumer stated on phone that while brushing floss action head fell off. No injury was reported.